Event description:
Customer is calling to report that the lancet is protruding through the end of the cap and did not retract after use. This occurred after the firing of the device. The lancet drum is seated correctly. No adverse event alleged. A request was made for the return of the device. Lot not provided.